Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that an integrity test was requested by pt's surgeon. Pt presented with complaints of poor sound quality and discrimination with his combi 40+/tempo+. Additionally the pt complains of an initial blast of sound when he first puts on his processor, which improves afer several seconds. He does not report any other abnormal auditory percepts or pain. Complaints are primarily based on the pt's and his family's perception of lack of improvement with auditory skills and speech discrimination following implantation. Per the pt and his father, the pt has neither worsened nor improved his speech discrimination abilities. Integrity testing showed a functional device. Pt was reimplanted in 2009.